Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during inspection with bd precisionglide¿ needle there were 11 occurrences of epoxy on the device. 1 of 2 reports the following information was provided by the initial reporter: product has excessive residue of glue on the hub.

Event description:
It was reported that during inspection with bd precisionglide¿ needle there were 11 occurrences of epoxy on the device. 1 of 2 reports the following information was provided by the initial reporter: product has excessive residue of glue on the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jul-2023 h6: investigation summary it was reported the product has excessive residue of glue on the hub and a black loose particle. To aid in the investigation, five samples bulk packaged in a plastic bag with no packaging blisters and four photos were provided for evaluation by our quality team. A visual inspection was performed, and each sample has an epoxy drip over on the needle hub. In the four photos provided, one photo shows a needle with discoloration and the other photos show needle assemblies with an epoxy drip over on the needle hub. The epoxy drip over can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the epoxy drip over on the needle hub. A device history record review was completed for provided material number 303005, lot 2363753. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.